Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-9815 apollorf mp50 aspirating ablator was used with the power source, and it acted as if it was functioning but there was not visible ablation of tissue. When the button was depressed, nothing happened. Upon further inspection the port where the disposable device attaches were found to be burned. This was discovered during a procedure in (B)(6) 2024. No further information was provided. Additional information received on 12/31/2024: the facility representative does not have sufficient information to provide a part and lot number for the power source used with the ar-9815 apollorf mp50 aspirating ablator. The procedure occurred on (B)(6)024. Nothing broke inside the patient, and the case was completed as planned without the use of the ablator. The case was delayed about ten minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to the potential presence of liquid in the console connector. Per dfu-0221-eo rev. 0, synergyrf system user's guide, precautions: 16. Never use liquid to clean the accessory device connector contacts. Remove dust regularly with dry compressed air 18. Never allow the console receptacles to have any contact with liquids. If there is dust or moisture on the receptacles, remove with dry compressed air. Only dry connectors should be plugged into the console. 19. Liquid on the cable connector of the accessory device can damage the device. Before connecting the cable, ensure the receptacles are clean and dry.